Event description:
The patient reported to the physician that he is having a pulling sensation from the lead in his neck and it makes it difficult for him to tilt his head up. The patient's generator and lead were replaced prophylactically, it is unclear if it was related to the lead pulling sensation. No further relevant information has been received to date.